Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's alarm was not functioning as expected. The reporter advised that the device did not provide a patient circuit disconnect alarm when one would be expected during use. The respiratory therapist (rt) further advised that there appeared to be a large amount of "white powder-like particles" on the device's internal bacteria filter. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. No further details were provided.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its alarm system not functioning as expected could not be duplicated or confirmed. Ventec observed that the device's alarms all triggered at appropriate times. Ventec also confirmed the presence of white powder contamination inside of the device, however, there was no indication that it had impacted the device's alarm system functionality. Ventec then replaced multiple components due to the observed contamination. Proper device operation was confirmed through functional and performance testing. The source of the observed contamination could not be determined. The cause of the reported issue, that the device's alarm system was not functioning as expected, could not be determined.

Manufacturer narrative:
H6: the initial reporter responded to ventec¿s request for additional information regarding the patient. As a result, section b3, date of event, has been updated from 2/28/2025 to (B)(6) 2025. Additionally, sections a1 patient identifier, a2 age at time of event and dob, a3a sex, a4 weight, a5 ethnicity, a6 race, and b7 other relevant history, have all been updated accordingly. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.